Event description:
In 2003, pt with a history of severe double vessel disease and severe dyspnea upon exertion received a 24mm asd occluder during a routine procedure using tee. The device embolized 8 hours post implantation; however, the device was not removed. The pt died approximately 14 hours post embolization. No autopsy was performed. The physician stated that there was no evidence of device failure.